Manufacturer narrative:
The referenced previous report of the patient¿s expiration due to sepsis was reported under medwatch MFR report #2916596-2018-02292. Approximate age of device - 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient had major bleeding. The site of bleeding was intraabdominal confirmed with paracentesis. The patient was transfused 10 units of packed red blood cells (prbcs) and unspecified medications were administered/adjusted. The patient was also treated with defibrillation. It was previously reported that the patient expired on (B)(6) 2018 due to sepsis. It was reported that patient expired secondary to sudden hemorrhage which was related to pump pocket infection with progressive infection and erosion. The patient¿s expiration was reportedly immediate. No autopsy was performed.

Manufacturer narrative:
Device evaluation: a direct correlation between the device and the reported bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.